Event description:
Received information regarding a cartridge alarm 16 during the load process. Reportedly the customer's blood glucose level was 292 mg/dl. It was confirmed that the customer had manual injections available. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
Additional lot numbers were reported (lot #m003884, m006959). However, the customer did not know which lot number caused the alarm. No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.